Manufacturer narrative:
Review of the device history records indicate the devices were manufactured and accepted into final stock with no reported discrepancies. There have been no other events for the lot referenced. It was noted that the device is not available for evaluation. If additional information is received, it will be provided in a supplemental report upon completion of the investigation.

Event description:
Physician report a left bipolar hip replacement from a subsequent hip fracture a few years back is having pain and would like to convert it to a total hip. Physician removed the bipolar head carefully then proceeded to ream the acetabulum a cup was implanted with an eccentric liner. A new head was applied. Satisfied with the leg length and stability the surgical site was closed.